Event description:
It was reported to synthes USA that a patient was treated for a mid-shaft fractured fibula on an unknown date in (B)(6) 2013. The patient was implanted with a locking compression plate (lcp) 1/3 tubular titanium plate. On an unknown date the patient presented to the surgeon complaining of pain in the leg. An examination revealed a non union of the fibula. No implants were broken. The patient was returned to operating room on (B)(6) 2013 where the surgeon removed all hardware. There was no delay to the surgery and the patient was revised to a 3.5mm lcp 10 hole plate. The surgery was completed successfully. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Placeholder.